Event description:
The account reported the right side rail was not staying in the raised position. The stretcher is located in the repair shop at the facility. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint#(B)(4).

Manufacturer narrative:
The technician found a broken side rail end tube on the right side rail. The technician replaced broken end tube ratchet rivets on the right side rail to resolve the issue.